Event description:
Health professional reported left side deflation. Healthcare professional additionally reported "any creases" and "a 440ml implant that was filled to 580ml." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, linear smooth opening in a crease, yellow particles . Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.